Event description:
It was reported that a patient experienced a heart block after one application with the farawave pulse field ablation catheter on the cavo tricuspid isthmus (cti). Physician was aware cti line applications are off-label use for this device. Conduction restored after 90 seconds or so and cti line was completed by placing the catheter in a more lateral position. Also, the physician thinks the device in part caused the complication. No intervention was needed to solve the event, and no hospital beyond the standard of care was required, the patient was fully recovered. The device is not expected to be returned as it was disposed. It was further reported that the block occurred after the transeptal not during the transeptal puncture. The catheter placement during the cti line ablation was evidently too close to the av node, which would explain the heart block. Av conduction returned to baseline.

Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
It was reported that a patient experienced a heart block after one application with the farawave pulse field ablation catheter on the cavo tricuspid isthmus (cti). Physician was aware cti line applications are off-label use for this device. Conduction restored after 90 seconds or so and cti line was completed by placing the catheter in a more lateral position. Also, the physician thinks the device in part caused the complication. No intervention was needed to solve the event, and no hospital beyond the standard of care was required, the patient was fully recovered. The device is not expected to be returned as it was disposed.